Manufacturer narrative:
The customer stated that they run control testing every monday and the results have been in range. On 03-jun-2019 the customer also ran control testing with acceptable results. The customer's materials were requested for return. Replacement products were sent. The retention test strips were measured with the returned meters with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. For meter serial number (B)(4): testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. For meter serial number (B)(4): testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for 18 patients tested on multiple coaguchek xs plus meters compared to the laboratory method using stago neoplastin cl reagent. From the data provided 7 had discrepant results. The customer did not know which meters were used for each patient. The customer provided the serial numbers for two meters, (B)(4). All results were within 7 hours of each other. The patient's therapeutic ranges are 2.0 - 3.0 inr. No dosage adjustments were made based on the meter results. The laboratory results were deemed to be correct. There was no allegation of an adverse event.